Manufacturer narrative:
This device used for treatment and not diagnosis. Device is (7) unknown 2.4 mm va locking screws. 510k number is not available due to any part number provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: problem with the parallel sawblade: during an ulna osteotomy operation it was noted: the distance between the parallel sawblades is moving too quickly to the back of the blade due to vibrations. More bone was removed on the medial side than on the lateral side and no real slice of bone being removed. The bone was very hard and the surgeon tried to keep the distance between the blades but they kept converging. When the plate was fixed to the bone, the result was a bent ulna and a gap was still present on the medial side in the osteotomy even after a lag screw was inserted. The saw guide does not help enough to get a perpendicular and parallel cut. This report is on an unknown parallel sawblade. This is 1 of 1 report for (B)(4).